Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-jul-2021, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a replacement procedure because the lead(s) were not working. The patient was not sure if the lead broke of not but it was replaced. They stated they started to ¿having issues¿ but they were not sure when this started. There were no further complications reported or anticipated.